Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she had trouble on the insulin pump. Customer reported high blood glucose and low blood glucose. Customer's blood glucose was 102 mg/dl. Customer stated that insulin squirting out during manual process and had compromised force sensor system alarm. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test and unable to prime during the prime/a33 test due to protruded loose drive support disk. Unable to perform the occlusion test due to a33 alarm. The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube lip, broken belt clip slot, minor scratched display window and missing end cap sticker.